Event description:
It was reported that during use of the iab, the user could not aspirate or flush the central lumen. Because of this, the iab was removed and replaced. There were no pt complications.